Event description:
It was reported that approximately sixteen days post feeding tube placement, the balloon allegedly leak from the entrance when the balloon is inflated. Reportedly, another device was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: per the complaint history review, this is the first complaint reported for this lot number. A device history record review is not required. Investigation summary: the sample was not returned for evaluation, however, two electronic photos and one electronic video were provided for review. The investigation is confirmed for reported fluid leak issue as the video appears to show that water comes out of the valve after the syringe is removed suggesting the valve is broken. A definitive root cause for the reported failure could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2022), g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however, video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2022).

Event description:
It was reported that approximately sixteen days post feeding tube placement, the balloon allegedly leak from the entrance when the balloon is inflated. Reportedly, the another device was replaced. There was no reported patient injury.